Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test performed using kitted swab with nasal sample on various dates. This MFR. Report addresses result three (3) or three (3) and unknown lot number. The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on unknown date. Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a positive result. Additionally, testing with ID now covid-19 assay was performed on (B)(6) 2023 generated a positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.b3: date of event b5: updated binaxnow covid-19 antigen self-test performed date to (B)(6) 2023. H3 other text : device discarded; single-use device.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test performed using kitted swab with nasal sample on various dates. This MFR. Report addresses result three (3) or three (3) and unknown lot number. The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a positive result. Additionally, testing with ID now covid-19 assay was performed on (B)(6) 2023 and (B)(6) 2023 generated a positive results. No additional patient information, including treatment and outcome, was provided.